Manufacturer narrative:
The account replaced the siderail sensor cable to resolve the issue with this bed.

Event description:
The account alleged the siderail sensor's cable was cut and bare wires were exposed.